Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023, wherein a new ipg pocket was created and the ipg was moved into the new pocket to address the issue. The pain at the ipg site has resolved.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient described the patient as pressure, aching and poking up against the patient¿s spine. Heat and massages did not resolve the issue. Patient experienced pain regardless of therapy on or off. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.